Manufacturer narrative:
Approximate age of device: 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular device (lvad) on (B)(6) 2019. It was reported that the patient failed to thrive and experienced severe right sided heart failure. The patient was administered inotropes. It was later reported that the patient was admitted with adjf and worsening right ventricular failure. The patient received IV diuresis, inotropes, milrinone, and dobutamine with lasix drip. Inotropes were discontinued. Per the account, the family made a decision for comfort care, the patiently subsequently expired on (B)(6) 2019. No further information was provided. Additional information was requested but has not been responded to.

Manufacturer narrative:
Correction: date of death - changed from blank to (B)(6) 2019. A direct correlation between heartmate 3 left ventricular assist system and the reported events could not be conclusively established through this evaluation. The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided, the manufacturer is closing the file on this event.